Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the righty ventricular (rv) lead exhibited under-sensing of r-waves and high capture threshold which resulted in loss of capture. The helix of the rv lead also failed to retract smoothly. The rv lead was not used and replaced. The patient remained stable throughout the procedure.